Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554 implantable pacing lead - (B)(6) 2001. (B)(4).

Event description:
It was reported that the ventricular lead exhibited a polarity switch, and the lead impedance was decreasing. The lead polarity was reprogrammed, and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.